Event description:
(B)(4). Cramping in uterine area daily, menstrual cycle and severity changes, headaches during menstruating, extreme mood swings and other pms symptoms that are new since my essure insertion.